Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation result. The subject device was returned to olympus medical systems corp. (Omsc) for the evaluation. In the evaluation, the reported phenomenon was not duplicated even if the universal cord, the video cable and the distal end of the subject device were twisted. However, it was confirmed that the image disappeared approximately five minutes later since the video processor connected to the subject device was turned on. Therefore, it was surmised that the electronic components of the subject device were damaged and the damage caused the image loss. The electronic board had been used for more than three years since the subject device was delivered to the user facility. The exact cause of the damage event could not be conclusively determined. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to olympus medical systems corp. (Omsc). Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. The device will be returned to omsc. If additional information is received, this report will be supplemented.

Event description:
Olympus was informed that the endoscopic image of the subject device disappeared twice during a laparoscopic cholecystectomy. The endoscopic image was recovered in each time when the facility reconnected the device to the video processor and the facility completed the procedure using the subject device. There was no report of patient injury associated with this report.